Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer was taking a long time to start. However the touchscreen was found to be out of calibration having failed calibration test. It was further noted that the keyboard was damaged, left and right keyboard hinges were broken, the logo and lower bullets assembly left and right were missing. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was taking a long time to start. The programmer was received into repair. There was no patient involvement. It was further reported that the programmer tested out of specification during manufacturer's analysis.